Manufacturer narrative:
Exemption number e2019001. The product was not returned to abbott vascular for analysis. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately tortuous, heavily calcified and 90% stenosed lesion such that the balloon became damaged and subsequently ruptured during inflation. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the mid-left anterior descending coronary artery that was heavily calcified, moderately tortuous and 90% stenosed. The nc trek was attempted to perform pre-dilatation of the target lesion but ruptured during the first inflation at 12 atmospheres, despite being prepped according to the instructions for use. The nc trek was replaced with a non-abbott balloon to perform pre-dilatation without issues. Then, a stent was implanted to complete the procedure. There was no adverse patient effect. There was no significant delay in the procedure.